Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy pacemaker (crt-p) system showed a heart rate of approximate 120 beats per minute (bpm) with farfield r-wave oversensing post ventricular pace (vp). The atrial tachy response (atr) trigger rate was 190 bpm, the a-blank post-vp was 125, and the measured rvp to asense was greater than 125 bpm. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.